Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 25x3mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified obtuse marginal artery. Pre-dilation was performed with a 3x20 maverick balloon catheter. Residual stenosis was still 90%. A 3.00x28mm promus element¿ drug-eluting stent was advanced and attempted to cross the lesion. Despite of good pre-dilation, the stent crumbled and the stent got dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 3.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 2 and 5-9 at the proximal end of the stent were damaged with stent struts lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 25x3mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified obtuse marginal artery. Pre-dilation was performed with a 3x20 maverick balloon catheter. Residual stenosis was still 90%. A 3.00x28mm promus element drug-eluting stent was advanced and attempted to cross the lesion. Despite of good pre-dilation, the stent crumbled and the stent got dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.